Manufacturer narrative:
The investigation into the reported access site bleeding ¿ major and limb ischemia has been completed since the original report was filed. Product was not returned for review. The root cause of the limb ischemia was most likely due to patient condition.

Event description:
The user facility reported a 74-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. There were concerns for decreased perfusion to left lower extremity (lle) though patient still had doppler able pulses. Decision was made to remove the impella. Vascular surgery removed impella and performed surgical repair of arteriotomy without issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿